Event description:
Severe and permanent neurological injuries [nervous system disorder]; zinc toxicity [metal poisoning]; extensive nerve damage [nerve injury]; difficulty with balance [balance disorder]; numbness in arms and legs [hypoaesthesia]; exacerbation (of seizures) [condition aggravated]; difficulty with coordination [coordination abnormal]; difficulty with walking [gait disturbance]; tingling of arms and legs [paraesthesia]; exacerbation of seizures [convulsion]; severe and permanent physical injuries [injury]. Case description: an attorney reported that their client, a male age (B)(6), used fixodent denture adhesive, version unk cream beginning in (B)(6) 2010 to present and super poligrip denture adhesive original cream beginning in 1998 through (B)(6) 2010, and reported the following: severe and permanent neurological injuries, zinc toxicity, extensive nerve damage, difficulty with balance, numbness in arms and legs, exacerbation of seizures, difficulty with coordination, difficulty with walking, tingling in arms and legs, and severe and permanent physical injuries. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.